Manufacturer narrative:
Other relevant device(s) are: product ID: 9660651, serial/lot #: (B)(4), UDI#: (B)(4). Analysis: no failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. It was reported that the system would not work with the axiem box error message displaying ¿fault-current limit¿. After the navigation system was re-booted, the system worked normally without issue. The procedure was completed with the use of navigation. There was no patient impact reported as a result of the event. There was less then an hour delay to the procedure.